Event description:
It was reported that stent damage occurred. The 99% stenosed, 36mmx2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, significant resistance was felt and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 99% stenosed, 36mmx2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, significant resistance was felt and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.